Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to the patient does not like the sound and the device has caused her pain and hair loss. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Correction: the previously submitted dar was incorrect. Please find the updated version 3 attached.

Manufacturer narrative:
Correction: device analysis indicated device failure. Device analysis report attached. Per the clinic, the patient experienced magnet dislodgement during the explant procedure on (B)(6) 2025.